Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl and a 0.3 ketone level that led the customer to the emergency room and subsequently admission to the hospital. The cause for low bg was not known. Customer consumed glucose tablets to address the bg. Reportedly, the customer was released after 3 hours on the same day in stable condition and the customer reverted to an alternate form of insulin therapy. A system check was later performed and the pump was found to be functioning as intended. Both customer and clinic were informed about the system check.